Event description:
The customer reported that the system locked-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer reported that the service dispatch was opened in error and no ge service was required at this time.